Manufacturer narrative:
Summary of eval: the results of the eval performed suggest that the particles in question were introduced during the mixing operation and were not the result of product quality deficiency.

Event description:
During hand mixing of the cement, brown particles appeared in the mix. A second batch was prepared and implanted without incident. There was no adverse consequence for the pt.